Event description:
The treatment started on (B)(6) 2011. The symptoms reported are lack of energy and joyless. The patient reported being diagnosed with ovarian cancer recently. The treatment was discontinued on (B)(6) 2011. The treating doctor did not consider that this event was serious in nature of life threatening to the patient. The patient believes the aligners are the cause of patients health issues and ovarian cancer. The patient is currently evaluating alternative cancer treatments.

Manufacturer narrative:
The aligners are not being evaluated as the product performed in accordance to specifications and the device was used in accordance with labeled indications. The patient indicated being recently diagnosed with ovarian cancer. The use of aligners lasted for around 7 months. The treating doctor did not consider that this event was serious in nature or life threatening to the patient. No conclusive evidence has been provided that supports or opposes the fact that the invisalign product cause or contributed to the patient symptoms or the diagnosis of ovarian cancer. Since the invisalign product was being used at the time of the reported symptoms and diagnosis, an MDR is being filed.